Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted to address the issue. No further information is available.